Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not providing voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. As a result, defibrillation would not be delivered, if needed. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report that their device was not providing voice prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device to deliver defibrillation therapy to a patient. As a result, defibrillation would not be delivered, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the customer's device and verified the reported issue. The root cause of the reported issue was determined to be due to the reed switch sw5. The device was archived by stryker.